Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +17.5d) was implanted on (B)(6) 2024. Postoperatively, the patient completed two light adjustments and no lock in treatments. The patient returned to clinic approximately 10 months later with complaints of blurry vision and visual disturbances. The lal was explanted on (B)(6) 2025, and a new lal (sn (B)(6), +17.5d) was implanted as a replacement. Visual inspection of the explant lens found a raised central area consistent with uncontrolled photopolymerization due to the lack of lock in treatments.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).